Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver the stent).

Event description:
The physician was attempting to deploy a 3.0mm diameter x 15mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in the lad that was reported to exhibited severe calcification. It was reported that the lesion was pre-dilated; however, the physician could not pass the balloon to the target lesion and the stent was noted to be 'crushed'. No patient injury occurred and no clinical sequelae were reported. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation and failure to deliver device). Patient condition affected effectiveness of the device (patient lesion morphology; severe calcification). Conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; severe calcification). (B)(4).

Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specifications. There was no damage evident on the stent.